Manufacturer narrative:
Corrected based on additional information received (the coil was successfully retrieved by snare device).

Event description:
It was reported that during embolization of the bronchial artery with the subject coil, during repositioning, the coil prematurely detached within the microcatheter. The coil was successfully retrieved by snare device and the procedure was completed with another coil. There was no medical consequences to the patient.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during embolization of the bronchial artery with the subject coil, during repositioning, the coil prematurely detached within the microcatheter. The coil was successfully retrieved and the procedure was completed with another coil. There was no medical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Based on the information currently available the exact cause for the reported premature coil detachment cannot be determined.

Event description:
It was reported that during embolization of the bronchial artery with the subject coil, during repositioning, the coil prematurely detached within the microcatheter. The coil was successfully retrieved and the procedure was completed with another coil. There was no medical consequences to the patient.